Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated they inserted a new battery in the insulin pump. Customer stated insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment. Device received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, cracked case from display window corner, cracked case, cracked case from reservoir tube window corners, cracked reservoir tube window and corroded battery tube. The test infusion set and reservoir does lock into place.